Manufacturer narrative:
At this time, this product has not been returned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reasons. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. There was no indication of product return.